Event description:
It was reported that the user experienced a hyperglycemia episode with a blood glucose of 298 mg/dl on the ilet after a recent supply change, and they replaced the infusion site with a contact detach steel set following guidance. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included user education and troubleshooting with guidance to monitor for downward trends and to call back if glucose did not improve after 90 minutes. Investigation included technical support troubleshooting and user-led supply change at the infusion site. Investigation of this case revealed that the cause of hyperglycemia was unclear and that replacing the infusion site was completed without further issues reported. It was concluded that the event was user-managed with no additional clinical intervention reported, and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.